Manufacturer narrative:
Follow-up # 2 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing; the reported issue could not be confirmed. In addition a secondary issue was noted; the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On, march 08, 2016 the lay user/patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio 2 meter displayed an unknown error ¿not enough blood¿. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient advised that the alleged error unknown issue first began on ¿2-3 months ago¿. The patient stated that he manages his diabetes with insulin (self-adjuster) and on (B)(6) 2016 at 19:00 took 8 units of rapid acting insulin in response to the alleged product issue. The patient reported that on (B)(6) 2016 at an unspecified time after the alleged product issue began he developed the symptoms of ¿sweating, shaking¿ which he associated with a hypoglycaemic event. The patient reported that on (B)(6) 2016 at 19:30 he self-treated with food and/or drink. At the time of troubleshooting, the patient was unable /unwilling to say if the issue had ben resolved after they walked through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.